Event description:
Additional information indicated that weight was unknown and hcp was notified.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2cbwz serial# implanted: 2021-(B)(6)explanted: product type lead product ID 3560030 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgeon was aware of the field action when it was first advised and had carried out at least 3 previous advanced evaluation surgeries using the recommendation.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2cbwz serial# implanted: 2021-(B)(6) explanted: product type lead product ID 3560030 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 3560030, serial# unknown, product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that following a successful first stage advanced evaluation, the patient was having the second stage battery implanted. The connector between the tined lead and percutaneous extension had migrated down the tunnel made during the first stage towards where the extension exited the body. During the first stage a stitch as recommended in field action hadn't been put in. The surgeon was informed of the field action at the time. Secondly the patient was listed for a non rechargeable battery but at first stage the surgeon had implanted a lead for the rechargeable battery, resulting in the patient having a rechargeable system when their preference was for non-rechargeable. It was unknown whether the patient had pulled the extension lead during the trial stage which may have caused the connector to migrate across away from the pocket site. The surgeon was able to pull the connector back along after 15 minutes of trying. Following connection of the interstim micro, an impedance check was carried out and all readings were within range.